Event description:
After pt positioned prone with mayfield headholder on, prepped, md draping and marking head with marking pen, the head moved in the mayfield holder -dropped down-. Head was held, headholder checked and readjusted. Md broke scrub to check head holder. Pt checked throughout procedure and head stayed secured during procedure.